Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the pediatric patient had a headache and her bg was 43 mg/dl, although the cgm was showing 93 mg/dl. The patient¿s mother gave the patient juice and after that everything was okay with no further hypoglycemia, although the cgm remained inaccurate. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.